Event description:
It was reported difficult deflation was encountered following the first inflation at eight atmospheres during a superficial femoral artery angioplasty procedure. Deflation of the balloon was achieved and the ballon was withdrawn through the introducer sheath. Following the procedure thrombus was noted in the superficial femoral artery. The pt was treated with tissue plasminogen activator (tpa) and transferred to the operating room where a successful embolectomy procedure was performed. The procedure was successfully completed with this balloon. The pt's condition is good. This device has not been received for evaluation. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date for this lot number. The co believes the technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event.